Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery with calcification. While attempting to cross through the calcified lesion, the proximal end of the 4.0x28mm xience sierra stent was noted to be broken. Therefore, the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
B3, b6: dates are estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. Stent damage was observed; however, the reported stent "break" was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the sds interacted with the calcified lesion during advancement resulting in the reported failure to advance and subsequent material deformation (observed during returned device analysis). The investigation could not determine a conclusive cause for the reported stent break as the device was returned and a break was not found; however, it is possible that the noted material deformation of the stent was identified as a break mistakenly. There is no indication of a product quality issue with respect to manufacture, design, or labeling.